Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a proctocolectomy procedure on (B)(6) 2025 and suture was used. The problem of breakage suture had happened before using on patient during surgery. Changed to another one to continue the surgery, and the same problem happened again. Replace the other four sutures and the pull off suture needle happened again. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: b5 procedure date should be (B)(6) 2025 and previously reported as (B)(6) 2025.

Event description:
It was reported that a patient underwent a proctocolectomy procedure on (B)(6) 2025 and suture was used. The problem of breakage suture had happened before using on patient during surgery. Changed to another one to continue the surgery, and the same problem happened again. Replace the other four sutures and the pull off suture needle happened again. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested